Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional patient effects and malfunctions reported in the article are captured under separate medwatch report. Attachment: article "management of arterial trauma during central venous catheter insertion using a percutaneous suture-mediated closure device (perclose proglide): a report of two cases and literature review" b2 - date of death is estimated as (B)(6) 2022 as this is two weeks before the article was submitted for publication on 10/15/2022. B3- the date of event is estimated as 10/1/2022 as this is two weeks before the article was submitted for publication on 10/15/2022. D4 - the UDI is not known as the part and lot number were not provided.

Event description:
The case report aimed to evaluate the safest treatment option for patients who underwent inadvertent arterial injuries during central venous catheter insertion. The report described two patients who had accidental punctures in the subclavian artery (sca) and common carotid artery (cca) who were successfully treated using perclose proglide devices avoiding the need for open surgery. While there was no proglide issues in the case reports, it was stated that bleeding, infection, pseudoaneurysm, and arteriovenous fistula formation are the most common complications of closure devices. It was further stated that proglide devices have a late complication rate of <2% and a success rate of nearly 100% for repairing femoral artery puncture sites. It was concluded that the perclose proglide device offers a nearly 100% success rate with low morbidity and mortality rates compared to open surgical and endovascular treatment options for iatrogenic subclavian artery and carotid artery injuries. Details are listed in the attached article, "management of arterial trauma during central venous catheter insertion using a percutaneous suture-mediated closure device (perclose proglide): a report of two cases and literature review."

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effect of death is listed in the electronic proglide instructions for use (IFU), as a potential adverse event associated with the use of the device. Based on the information reported through the research article, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.